Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured retroperitoneal bleed with a "probable" relationship to the impella 5.5 device used: ¿pci on (B)(6) 2024, hh at 9.6 prior to pci pel. Dropped to 7.0 immediately after 1-unit prbc given. Hh still dropped. CT done showing rp hematoma. Femstop applied and 3 units of prbc given + 1 unit of plts¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.